Event description:
Customer reported that the suture came apart on the surface of the eye approximately two weeks following corneal transplant. The event resulted in a dehiscence of the corneal implant site. The patient was returned to surgery for repair.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.